Manufacturer narrative:
The ICD and the leads under complaint were returned for analysis. The manufacturing processes for the leads and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Inlexa 3 dr-t df4 promri: upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for about 14 months and 5 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the rv channel as well as in the ra and far field channel. The inspection of the archive data showed no documented vf detection on (B)(6), 2021. Therefore, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the rv, ra and ff channel. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. Solia s 53 and plexa promri s 65: upon receipt, the leads under complaint were subjected to an extensive analysis. The solia lead was cut 5 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned for analysis. Multiple extraction damages were noted such as a deformed lead body and cuts in the insulation. The plexa lead was visually inspected showing a squeezed and deformed lead body 27 cm distal to the df4 connector pin. This damage can be considered the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. In conclusion, the analysis of the leads did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the patient experienced ventricular fibrillation and the ICD did not release a shock. The patient was hospitalized and the system was explanted.